Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 16mm stent delivery system (sds) was returned for analysis. Analysis of the returned device found that the stent was not crimped on the balloon. The proximal end of the stent was seated against the distal end of the balloon and distal tip and the distal end of the stent was partially covered by the stent protector. The first proximal strut showed signs of strut opening, the following struts were bunched lifted and distorted. The distal end struts were covered by the stent protector and looked crushed. The pigtail mandrel was inserted in the device and the distal end of the stent protector was stretched over the pigtail mandrel. The internal diameter (ID) of the stent protector was within specifications. There is no issues to note with the interaction between the specified stent protector profile and the measured crimped stent profile. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon has been subjected to positive pressure. The balloon wings were opened out of their folded positions and traces of contrast medium were visible inside the balloon. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure or manipulation. A visual and tactile examination found no issue with the hypotube profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issue with the extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50x16 synergy¿ drug eluting stent was selected for use. During unpacking, when the device was removed from the tube, it was noted that the shaft and the balloon were separated. The tube and the stent strut were removed together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50x16 synergy¿ drug eluting stent was selected for use. During unpacking, when the device was removed from the tube, it was noted that the shaft and the balloon were separated. The tube and the stent strut were removed together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.